Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue of the device not powering on. The device was further evaluated by stryker's product assessment center (pac) and the cause of the reported issue was determined to be due to a faulty diode, designator cr21. The returned device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.